Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The atrial lead exhibited oversensing which could not be reproduced with isometrics. No intervention was performed; the patient was asymptomatic and would continue to be monitored.